Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The suction channel tube and instrument channel tube had unknown foreign materials due to insufficient or incorrect reprocessing. The appearance of the insertion tube was damaged with leakage. The instrument channel port, switches, and suction cylinder were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, foreign matter was clogged in the suction tube on the evis lucera colonovideoscope. The issue was detected during reprocessing. The intended procedure was completed with a similar device and the evis lucera elite video system center with no surgical delay. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during inspection; however, the presumed cause could not be further determined. Olympus will continue to monitor field performance for this device.